Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. At this time, the date of event is unknown.

Event description:
It was reported that a pump was programmed to deliver ppn to a pt (programmed amount and delivery rate unk). The customer stated that the medication was programmed to delivery in 23.5 hours; however, the entire medication was delivered in 19.5 hours.